Event description:
It was reported that the right atrial lead fractured. The patient also developed superior vena cava syndrome and as a result, the system was explanted on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).